Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 274 mg/dl and 140 mg/dl 2) 300 mg/dl and 108 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.